Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #13 and #14, it was verified its non osseointegration; 30 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type IV.